Manufacturer narrative:
The reported events were failure to capture and high pacing lead impedance. Final analysis found that as received, a complete lead was returned in one piece. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited high pacing impedance and failure to capture. The lead was not used and replaced. The patient was in stable condition.